Manufacturer narrative:
Additional narrative: event date: unknown. Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history record review: manufacturing date: january 19, 2011. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The raw material, which was delivered as lot #hb423564, is also corresponding to the specifications. No non-conformance reports were generated during production. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a set of bone clamps (reduction forceps) appeared to be loose and would not hold. The issue was discovered during routine inspection with no patient or procedural involvement. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that:the following devices were received with the complaint that the reduction forceps are loose and not holding properly. One bone reduction forceps, small (part number 398.986, lot number a7ea14) was also reported but was not available for returned for further evaluation. -reduction forceps with serrated jaw, ratchet, 144mm (part 399.99, lot a7fa14) -reduction forceps with serrated jaw, ratchet, 144mm (part 399.99, lot t957661). The complaint conditions are confirmed as the reduction forceps (part number 399.99) will not hold properly. The reduction forceps are approximately 19.5 and 5 years old. The received conditions of these devices are consistent with extensive use and wear and likely the use of excessive force during use and/or handling. Thus, it is most probable that the method of use and maintenance resulted in the complaint conditions. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended and the risk assessments were found to adequately address the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Note: the investigation was originally completed on (B)(4) prior to moving part number 399.99/lot number t957661 and part number 399.99/ lot number a7fa14 to this complaint ((B)(4)). During the investigation no product design issues or discrepancies. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
It was documented on february 9, 2016 that the device was returned for evaluation on december 30, 2015. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is 2 of 3 for (B)(4).